Event description:
It was reported by service report that the side rail timing link was broken off and the side rail could not be locked in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link. Serial number is unknown at this time.